Event description:
Approx 3 yrs after receiving breast implants, I became extremely ill. I was diagnosed with chronic fatigue and fibromyalgia. Since then, I have gone on to develop all kinds of autoimmune disease including but not limited to: interstitial cystitis, stage 3 kidney disease (thin basement cell membrane disease, unexplained reason) spondylosis (requiring fusions in l5-s1 c5-c6) chronic fatigue, migraines, ibs, insomnia and over 30 other symptoms related to breast implant illness. Due to so many issues I was put on disability in 2010 at the highlight of my career. I have suffered with severe pain that has been nothing short of daily torture. I heard about the recent info on breast implants causing many of the symptoms I had been experiencing and feel this has been the cause of my autoimmune issues. I recently paid (B)(6) out of pocket to get them removed two weeks ago and I am already feeling a huge difference in my symptoms, for the better. I have mcghan implants, textured saline 350cc over the muscle. Implant 1998 and explant 2019. I would like to tell you that the past 20 yrs of my life has been filled with unimaginable pain, loss and illness that no one should ever have to go through. I believe the silicone around the implant is bleeding and has caused my immune system to go to haywire. I was implanted at the time silicone was off the market and so I thought I was going the safe route by choosing saline. I just recently discovered the outer shell is made of silicone I was never told that, nor would I have agreed to have silicone placed inside me. I was a completely healthy (B)(6) y/o when I had these put in and now I am a disabled bedridden mess. I have learned a lot in the past month about bii and that these implants are made of. I find it hard to believe that anyone would agree to put such toxic material inside a human being. As a regulatory agency and as a MFR of a medical device that will live inside a person for 30 to 50 years, I would have been tested by a living person and not just a cadaver. In addition, I was never informed, nor given any paperwork regarding the chance of autoimmune disease happening. This is unacceptable and we cannot continue to disable the next generation going forward. I cannot even imagine the amount of money I have spent throughout the years trying to find solutions to all my medical conditions, let alone the loss of jobs and my career. Not to mention, the ridicule from drs, us women often face when we have an autoimmune like fibromyalgia that many in the medical industry didn't even believe in until recently. I would not wish any of this on my worst enemy. I demand an answer to why the mfrs were allowed to get away with placing these devices in us without the proper f/u. I have numerous detailed medical records of all of the above illnesses. FDA safety report ID# (B)(4).